Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to dismantling due to a fall that occured approximately 4 months after the primary surgery. The primary surgery used the humelock reversed system. During the revision surgery, the surgeon explanted the ø40 eccentric glenosphere, the ø24 baseplate, the ø40/+6 standard humeral cup, the +10mm post extension and associated screws. Then, he implanted a ø36 eccentric glenosphere, a ø24 baseplate, a ø36/+6 standard humeral cup, a +10mm post extension and associated screws.